Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 860 mg/dl at the time of hospitalization. Customer stated that they were doing there blood glucose and it kept saying he was high, they kept bolusing he dropped to blood glucose 32 mg/dl and so then went up high, and taking his blood glucose, and blood glucose, was over 600 mg/dl, and so got him to the hospital. Customer was treated with manual injection and insulin pump for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleged insulin pump was under delivering because they went high after blousing. Customer declined troubleshooting for high blood glucose level. The insulin pump and reservoir will not be returned for analysis.